Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the guide rod shows the item is fractured. The complaint is confirmed. The lot number is unknown because the portion of the rod that is etched was not returned. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: 110003451 ¿ g7 str shell inserter ¿ 495730, 110018823 ¿ g7 positioning guide post ¿ zb150301, 110003455 ¿ g7 supine positioning guide ¿ zb 150405. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 00066, 0001822565 - 2019 - 00074, 0001822565 - 2019 - 00075.

Event description:
It was reported that upon return of the instrument to the warehouse the knob from the pin was found to be broken off. No patient involvement was reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.